Manufacturer narrative:
The exact implant date is unknown.  The catalog number is unknown, if received it will be provided. Complaint conclusion: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the patient underwent a CT scan that revealed that the filter had severe stenosis from a chronically embedded filter and underwent a complex removal procedure in which the fractured struts were left in the patient¿s body. A new CT scan revealed that the remaining struts had migrated and became embedded in patient¿s left lower lung. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without the implant or attempted explant procedural details or imaging, to review, it is not possible to draw a conclusion between the reported events and the device. However, procedural factors and/or vessel characteristics may have contributed to the events. Vessel stenosis does not represent a device malfunction, rather clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. With the limited information provided it is not possible to establish a relationship between the reported events. Given the limited information available for review, a relation between the device and the event could not be determined. At this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The patient underwent a CT scan that revealed that the filter had severe stenosis from a chronically embedded filter and underwent a complex removal procedure in which the fractured struts were left in the patient¿s body. A new CT scan revealed that the remaining struts had migrated and became embedded in patient¿s left lower lung. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Additional information was provided and is available in: section a1 (patient identifier (in confidence)) section a2 (age at the time of event, date of birth) section b3 (event date) section b5 (event description) section b7 (relevant history race and medical history) section d1 (brand name) section d4 (model, catalog, lot number, and expiration date) section d11 concomitant medical products and therapy dates (exclude treatment of event): 5 french omniflush catheter 5 french cobra catheter unknown 16 french by 50 cm laser sheath section g4 (date received by the manufacturer and PMA/510(k) number) section h4 (manufacturing date) section h6 (evaluation codes) the implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The patient underwent a CT scan that revealed that the filter had severe stenosis from a chronically embedded filter and underwent a complex removal procedure in which the fractured struts were left in the patient¿s body. A new CT scan revealed that the remaining struts had migrated and became embedded in patient¿s left lower lung. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the medical records indicate that, patient has a history of clot. The filter was deployed in the suprarenal inferior vena cava without incident and patient tolerated the procedure well without complications. The apex of the filter at the t11-12 interspace, the inferior aspect of the filter is at the t12-l1 disc space, above the level of the renal vein inflow. According to the information received in the patient profile from (ppf), patient reported an unsuccessful removal attempt that occurred 6 years and 10 months post implantation reported, migration of fractured strut(s) in right lung, perforation of filter strut(s), the filter is prone to chronic occlusion, decreased cardio output, shortness of breath, dizziness, leg swelling, anxiety, inability to exercise, fear of uncertain future and possible additional injuries or death.

Manufacturer narrative:
Complaint conclusion: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the patient underwent a computed tomography (CT_ scan that revealed that the filter had severe stenosis from a chronically embedded filter and the patient underwent a complex removal procedure in which the fractured struts were left in the patient¿s body. A new CT scan revealed that the remaining struts had migrated and became embedded in patient¿s left lower lung. The patient also reported that there was migration of fractured strut(s) into the right lung, perforation of filter strut(s), the filter is prone to chronic occlusion, decreased cardiac output, shortness of breath, dizziness, leg swelling, anxiety, inability to exercise, and fear. The indication for the filter implant was progressive deep vein thrombosis (dvt) despite full anticoagulation on coumadin. The clot had progressed to throughout the right thigh, both iliac systems and the infrarenal inferior vena cava (ivc). The filter was placed via the right internal jugular vein and deployed in the suprarenal ivc without incident. The placement film showed the apex of the filter at the t11-t12 interspace, the inferior portion at the t12-l1 disc space, above the level of the renal inflow. The patient was to return later in the day for pharmacomechanical thrombolysis of the right femoral ileocaval thrombus. According to the medical records the patient also had stenting of the ivc and both iliac veins. Approximately seven years later the patient underwent a successful complex retrieval of multiple fragments form a chronically embedded and fractured optease ivc filter. The indication for the retrieval was exercise intolerance due to a high grade caval stenosis related to the chronically embedded filter. During the retrieval process an ensnare device was used to snare the free end of a glide wire to form a loop. Flexible forceps were then advanced through the laser sheath and attempts were made to pull the apex of the superior umbrella of the optease, but this was not possible due to the heavy overgrowth. The wire loop eventually fractured through the interstice of the filter, the maneuvers succeeded in freeing the apex of the filter from the surrounding bulky tissue. The apex of the filter was then able to be captured and into the laser sheath. The umbrella region was already noted to be detached from the main filter components. While applying traction during sheathing and photothermal ablation the rest of the filter umbrella easily detached. After removing the upper filter umbrella, using rigid forceps in combination with the laser sheath several embedded filter fragments were successfully removed. The inferior aspect of the filter, previously stented against the vein wall was left intact. Two upper strut components that were firmly embedded with no significant encroachment into the filter lumen were also left intact. Angioplasty was then performed on the proximal right iliac vein and the suprarenal and perirenal ivc. Two overlapping 24x45 mm self- expanding stents (non-cordis) were then deployed in succession and post dilated with percutaneous angioplasty balloons. The patient tolerated the procedure well with no immediate complications. Post procedure findings: a severely fractured ivc filter, the inferior aspect of the filter is stented against the ivc wall. Multiple inferior vena cava and bilateral common iliac venous stents are present. Moderate to severe stenosis at the right ilio-caval junction, the left common iliac stent is chronically occluded. Two severe caval stenoses are present along the ivc at the proximal and distal ends of the filter. There is no acute thrombus, there is also moderate stenosis of the upper stented portion of the ivc. Final cavogram showed restoration of robust flow through the newly stented ivc. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without the implant or attempted explant procedural details or imaging, to review, it is not possible to draw a conclusion between the reported events and the device. However, procedural factors and/or vessel characteristics may have contributed to the events. Vessel stenosis does not represent a device malfunction, rather clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. Decreased cardiac output is most likely related to the vessel stenosis that the patient was experiencing. The shortness of breath and swelling of the legs is most likely related to the decreased cardiac output from the venous stenosis. Anxiety does not represent a device malfunction a may be related to underlying patient specific issues. With the limited information provided it is not possible to establish a relationship between the reported events. Given the limited information available for review, a relation between the device and the event could not be determined. At this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Corrected data: d1, d4: in previous submission lot number r0304289 and item 419304x was reported for this event. That item and lot combination are for a device non related to the reportable event. Thus,, sections are being updated to unknown lot number and 466fxxxx for brand name, catalog number, and model number